Event description:
It was reported that during an ilet full supply change, the user became nervous and experienced elevated blood glucose, reaching 238 mg/dl by sensor and later 212 mg/dl, with a confirmatory fingerstick of 198 mg/dl. The user disclosed eating eggs with cheese and yogurt and had underestimated the yogurt¿s carbohydrate content and was counseled to announce meals based on carbohydrate amount. Symptoms included hyperglycemia, anxiety, and shaking/ tremors. Outcomes included a downward trend in glucose following the event without need for emergency care. Investigation included a follow-up call, review of glucose values, dietary review, and user education. Investigation of this case revealed user-related factors associated with incorrect meal announcement and recent meal composition as the likely contributors to transient hyperglycemia, with no alerts or alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to inaccurate carbohydrate announcement.